Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubie a1 was failed because of medication jam. A field service engineer resolved the issue by manually opening the cubie lid and customer recovered the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.2 failed to recover, which located on b05sb pccu. The customer attempted to recover the drawer, but the screen displayed an error message as required maintenance. Additionally, they switched off the station and unplugged the power cord, waited for a couple of minutes, then plugged the power cord back in and switched the station on again. However, they were still unable to recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.